Event description:
A hospital in (B)(6) reported to a distributor that three rt212 adult inspiratory heated breathing circuits failed the ventilator leak test. This was observed before use on patients.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the three complaint rt212 adult breathing circuits were returned to fisher & paykel healthcare in (B)(6) for inspection. They were visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test results were out of specification due to excessive leak. The water bath test showed that the leak was from the connection between the water trap lid and bowl for all returned breathing circuits. A lot check revealed no other complaints of this nature for lot number 130405 . Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the subject rt212 adult breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. User instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate alarms." The hospital staff correctly checked the subject rt212 adult breathing circuits before they were used on the patients, which is in line with our user instructions.